Event description:
The customer reported being hospitalized due to ketones and high blood glucose of 264 mg/dl. The customer stated that the doctor recommended discontinuing use of the insulin pump until the device is checked. Troubleshoot was performed. The time, date, settings, and programming were correct. Reviewed the alarm history and found a no delivery alarm. Assisted the customer removing the reservoir and running a fixed prime test. The test passed and the insulin did exist. Advised the customer to call back when the tubing clamp arrives. The customer called back a day after to perform the high pressure test and the test failed twice. Instructed the customer that the insulin pump will be replaced and revert to back up plan. No further info was provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with no vibration during self test due to broken vibrator motor wire. .

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.